Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient reported that they experienced missed alerts while using the dexcom g6 cgm receiver. According to the patient, she had a hypoglycemic event. She became lightheaded and felt faint. The patient stated that she did not receive alerts from her receiver during this time, but could not recall what value was displayed on the cgm. The patient then called for an ambulance and was transported to the hospital where she was treated with oral and IV sugar (glucose) as well as insulin later on for diabetic management. The patient was released from the hospital the following morning and reported feeling fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).